Event description:
The catheter was trimmed to 20cm and inserted on (B) (6) 2009 in the left basilica after 3 sticks. On (B) (6) 2009, the catheter broke.

Manufacturer narrative:
Results: received one used sample on 03/12/2009. Our quality engineer visually and microscopically inspected the returned sample and confirmed the catheter is broken. The device history was reviewed for the reported lot number and no irregularities were noted during the lot's manufacture. Conclusions: the engineer concluded that the area where the break occurred had smooth edges. This type of damage noted in the investigation is caused by some type of sharp object or instrument cutting the catheter. The user is cautioned: do not grasp the catheter tightly with forceps. Forceps, clamps and sharp instruments can damage the catheter. (B) (4). (B) (4).